Event description:
It was reported that the device battery lasted 23 months which was less than anticipated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and analysis of the returned device was inconclusive. Analysis confirmed the reported battery depletion. The in can current drain was nominal when measured as received by the laboratory. When powered by an external supply, the device was fully functional with nominal system current drain throughout the analysis. The printed circuit board edges of the stacked chip scale package were inspected with an optical microscope. No copper anomalies or foreign material were observed. Analysis was terminated since no battery depletion mechanism, such as high system current drain was observed. Further analysis indicated that there was no internal short in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.